Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead was found to be dislodged. The lead was explanted after repositioning was unsuccessful. The patient experienced no adverse consequences and was in normal condition following the procedure.